Event description:
It was reported that the pt was admitted with acute and massive myocardial infarction. The pt then suffered respiratory and asystolic arrest in the cath lab. The iab was then inserted. Ten hours later, the pt had emergent CABG. While in the o.r, they arrested again. ECMO was then inserted as they could no be taken off the pump. The pt was then transferred to ICU. Upon arrival, blood was noted in the pump's helium tubing. As a result of this, the iab was removed and an arterial line inserted. The pt expired of a massive mi.